Manufacturer narrative:
Corrections: adverse event and product problem. Type of reportable event: serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tilt, embedment, mid section, chest pain and right leg pain, shortness of breath." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/18/2017 as follows: patient received an implant on (B)(6) 2003 via the right internal jugular vein due to pulmonary embolism and right leg deep vein thrombosis. Patient experiences device tilt. Patient is alleging embedment, shortness of breath and mid section, chest and right leg pain due to the device.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2003. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.